Manufacturer narrative:
UDI: na. Additional information: (methods, results, and conclusions) - the returned driver was examined and found to have fractured at the tip. The cause of this event can likely be attributed to an off-axis applied force during the procedure and/or stresses from repeated use. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a driver fractured off. This was found during a routine inspection, and the specific information associated with the surgery this occurred during is unknown.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver fractured off. This was found during a routine inspection, and the specific information associated with the surgery this occurred during is unknown.